Event description:
It was reported that the pump time was inaccurate. The cause was unknown. The customer's blood glucose level ranged from 324-325 mg/dl. Reportedly, the customer corrected the time to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.